Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that guidewire coating was peeled off. A 014/300/sst platinum plus¿ guidewire was selected for use. However, it was noted that the wire shredded. The device was completely removed and the procedure was completed with another of the same device. No complications were reported and the patient's status was fine.